Event description:
During a coronary drug eluting stenting procedure, stent damage occurred. The taxus express2 3.00 x 12mm stent was damaged and it was also reported that the guidewire was stuck inside the stent. It is unknown how the procedure was completed. There were no patient complications reported.